Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the patient's blood in a timely manner as instructed in the user's guide. Evaluation of the returned cartridge confirmed a dialysate leak at the balance chamber of the cartridge. The exact cause of the leak is under investigation. The user's guide includes the following warning, "the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Leaking fluids could lead to blood loss, injury or death. Leaking fluids could also cause a person to slip or fall. Always tighten and recheck patent vascular access and all fluid lines, connections and clamps. Secure the blood access device to the patient. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak can not be resolved." A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred toward the end of a routine hemodialysis treatment. A clear fluid leak was observed. The operator was unable to complete rinseback, resulting in an estimated blood loss of 170cc. No medical intervention was reported.